Event description:
On (B)(6) 2021, a customer called hologic technical support (ts) to report a suspected aptima sars-cov-2 false positive result on the panther fusion instrument (B)(4). Customer was using assay lot 307645. The customer noted that a sample which originally tested positive for sars-cov-2, later tested negative. The customer stated that they repeat all panther positive results on the cepheid genexpert and the biofire filmarray to obtain quantitative results and the sample in question tested negative on both devices. The customer confirmed that they re-aliquoted the positive samples into new tubes and reran the samples, these new samples tested negative for sars-cov-2. New aliquot tubes are considered independent samples. The customer then retested the same original specimen tube twice more on the same panther instrument and each time obtained a sars-cov-2 negative result.

Manufacturer narrative:
Product application specialists (pas) reviewed the logs which did not reveal any reagent or instrument issues. Pas noted that it is possible that the sample was mishandled or perhaps had low target. The customer noted that they had not ruled out sample mishandling. The customer confirmed that the results from wl (B)(4) were reported out and later amended accordingly. The customer confirmed that the patient did not receive any treatment.